Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system with unable to write, create cubie memory error. The field service engineer (fse) found that the half-height cubie drawer 3.1 was experiencing read/write failures with multiple cubies. The fse replaced the controller board, the drawer board, and the row board cable. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user stated that 3 pockets in same drawer were unable to write and create cubie memory. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.